Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd flu+¿ syringes leaked past their plunger. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "box of syringes received with defects, leak past the plunger".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2008403. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality engineer team obtained twenty retained samples of the same lot number from the manufacturing facility for evaluation. Through examination of the retained samples, no defects were observed. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident.

Event description:
It was reported that 100 bd flu+¿ syringes leaked past their plunger. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "box of syringes received with defects, leak past the plunger".